Manufacturer narrative:
(B)(4). There was no malfunction alleged against the device. However, the device has been returned for evaluation. A follow-up will be submitted upon completion of device analysis.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, they were hospitalized due to a cold turning into a sinus infection which led to pneumonia.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A review of the downloaded receiver log did not observe any errors. Functional testing was performed and there was no failure detected. The receiver case was opened for further evaluation. An interior inspection did not find any defects to the devices. The device was determined to be operating within the required specifications. There was no reported malfunction.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, they were hospitalized due to a cold turning into a sinus infection which led to pneumonia. The patient was dehydrated and their continuous glucose monitoring system alerted her that her blood sugar was very high, between 500 and 600. The patient had to remove their device while hospitalized. The patient was released on (B)(6) 2015. The patient is currently in good condition. No additional event or patient information is available.